Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument broke during use. No fragment fell into the patient. There was no reported patient harm, adverse outcome, or injury. There was no report of delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.